Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touch screen began to "starburst" and became unresponsive. The customer reset the pump and noticed that the screen appeared "misty" and remained unresponsive. Blood glucose was 264 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.